Manufacturer narrative:
The pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. Tandem technical support educated the user on the auto-off safety feature and recommended that user contact their healthcare provider before modifying the setting. The user's blood glucose level was 223 mg/dl.